Event description:
The patient underwent an implantable neurostimulator (ins) replacement surgery. During surgery, once the new ins was hooked up, all impedances on all pairs were >40k. They took out the leads, cleaned them off and redid impedances. The doctor did note there was some resistance when inserting the lead into the 8-15 side of the ins and had to push some to get past the setscrew area. Impedances were still high. The leads and extensions were tested with the multi lead trialing cable (mltc), they were working at pocket location, and all were normal range, 800-900¿s, except for #6 which was >4k. They were going to hook the new ins up again and retest the impedances. The surgeon waited a few minutes and reconnected the battery. All impedances were then normal. They tested prior and post implant and the impedances remains normal and unchanged. Post procedure the patient was happy with coverage and impedances were normal.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.